Manufacturer narrative:
Approximate age of device: 3 months. A root cause for the report of gi bleeding could not be determined through this evaluation. The patient remains ongoing on vad support and no additional reports related to gi bleeding have been received at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the ER with gi bleeding involving bright red rectal bleeding for 2 days. The patient was admitted and was transfused with 3 units of packed red blood cells over the course of the event. An esophagogastroduodenoscopy was performed and a large duodenal diverticulum was found. There was no evidence of active bleeding. The patient also had a colonoscopy which found right and left-sided diverticulosis and a less than one centimeter sized ascending colon polyp which was not removed given the clinical scenario. No additional information was provided.